Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified the hex inset to be stripped. The set screw could be loosened and removed from the device with use of excessive force. Visual inspection of the set screw and connector block noted no anomalies. The cause of the stripped hex inset could not be determined.

Event description:
It was reported during implantation, the ventricular lead had to be repositioned to address the poor threshold measurement after the lead was connected. However, it was not possible to loosen the screw of the ventricular lead. The pacemaker was not used and replaced. There have not been any adverse consequences reported by the patient.